Event description:
It was reported that as soon as you open the individual bandage, the while strips fall off. They fall off because there is zero adhesive on the bandage.

Manufacturer narrative:
It was reported that as soon as you open the individual bandage, the while strips fall off. They fall off because there is zero adhesive on the bandage. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.